Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and fluid. Customer¿s blood glucose level was unknown. Customer also mentioned that the reservoir had a leaked. Customer stated that there was leaking at the reservoir and the insulin pump display went blank immediately after exposure to moisture. Customer stated that it had lines already on the display however it was still turning on. The customer was also advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.